Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The pump was received with normal operating currents, and no unexpected off no power or low battery alarms were noted. Additionally, the low battery and no delivery alarms function properly. The following cosmetic damage was noted on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked belt clip slot, and cracked battery tube threads. No cracks on the screen were noted. (B)(4).

Event description:
Customer reported via phone call that her insulin pump has cracks on top of the battery compartment and on the top of the reservoir compartment. The patient's blood glucose at the time of incident is unknown, but she confirmed that she was hospitalized for high blood glucose levels. The customer does not recall any significant events leading to the cracks on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.